Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the surgical table and found the velcro hook strip on the table top was damaged. The velcro hook strip on the table top engages with the velcro loop strip on the table pad. The damaged velcro hook strip could not properly engage with the velcro loop strip on the table pads causing the reported event to occur. The unit was installed in 2004 and is not under steris service agreement. The user facility is responsible for all maintenance activities. The 3085sp surgical table operator manual states (1-2), "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory." The operator manual further states (102), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The technician counseled the user facility on the preventive maintenance of the 3085sp surgical table, including checking all pads for wear and/or damage at least six times annually per the operator manual. The technician provided the user facility with a quote for the necessary repairs. Steris is awaiting the user facility's response.

Event description:
The user facility reported that during a patient procedure, with the 3085sp surgical table in trendelenburg orientation, the patient shifted in position. No report of injury or procedure delay.